Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. During the revision the ipg was dropped and had to be replaced. The patient is doing well following the revision. The explanted ipg was not returned to bsn for further evaluation as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.